Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm was powered up and the screen was dim and flickering for about an hour. The ccm was opened to verify the backlight function and inverter input voltages which were both within specification. The connectors at each end were disconnected and re-seated. The ccm was powered on again and allowed to remain on for an hour and the issue did not reappear. It was determined that reseating the loose connection resolved the issue. The service repair technician (srt) performed verification/release testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) became dimmer and was flickering. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.